Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Mesh exposure into the vagina. Patient reported pelvic pulling on left. Husband reported feeling mesh during intercourse. A 2cm of exposed mesh in posterior vagina left of midline, non tender to palpation. No signs of infection noted.